Manufacturer narrative:
A sample device has not been returned for analysis. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the handpiece injector scratched the iol. There was no patient impact. Another lens was used to complete the surgery. Additional information was requested.

Manufacturer narrative:
One handpiece injector was returned for evaluation for a scratched lens. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in june 2015. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The evaluation did not confirm the injector was the cause of the damaged lens. The injector was manufactured to specification. The root cause for the scratched lens cannot be determined from this evaluation. Possible causes for lens damage are using the incorrect lens or cartridge with the incorrect injector, using an unapproved, improper temperature or insufficient quantity of viscoelastic material, and an improper incorrect lens placement in the cartridge or incorrect cartridge placement into the handpiece injector. (B)(4).